Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to adhesion of fluid or foreign material to contact part because it was reported that the image was displayed by wiping the contact on maj-1430. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video system center got a black image on the monitor when connecting a videoscope cable without a scope. The customer tried two different videoscope cables and two different video system centers. The technical support advised the customer to get a scope, also to wipe down the electrical contacts on the videoscope cable. The technical support advised the customer to wipe down the contacts on the videoscope cable, and connect that to a scope, then see if there was an image. After doing so there was an image. The issue was discovered before cases and it was resolved over the phone with the olympus technical support. There were no reports of patient harm.